Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in anterior side assessed as fold flaw opening and one opening in posterior side assessed as surgical damage. Additional observations: ¿ yellow particles in device inner surface are observed. ¿ wear abrasion is observed. ¿ crease is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device was explanted and replaced.